Event description:
It was reported that 63 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 2.50mm 90% stenosed 1st oblique marginal (1st ob marg) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% drug eluting stent in the 1st ob marg artery. The pt was discharged in 2005 on plavix and aspirin. Two months later, the pt expired. There was no autopsy. In the opinion of the physician the causes of death are coronary artery disease, peripheral vascular disease and hypertension. The relationship of the patients death to the target vessel is "unknown".